Manufacturer narrative:
Intervention required. Evaluation: results: endoleak, aneurysm enlargement. Evaluation: conclusion: aneurysm enlargement.

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm approximately 13 months ago. The proximal aortic neck was 27 to 28 mm in diameter over a length of 14 mm. The diameter of the right common iliac artery was 13 mm proximally and 15 mm distally, and the diameter of the left common iliac artery was 22 mm proximally and 17 mm distally. The talent stent graft was implanted without issues, and there was no evidence of any endoleak on the final angiogram. It was reported that a 1-year follow-up CT showed that the aneurysm was now 69.6 mm x 68.6 mm, and a large proximal type I endoleak was present. The physician elected to intervene by implanting a proximal aortic talent cuff and a self-expanding stent from another manufacturer, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.